Event description:
Complainant alleged that the clinicians were pacing a male pt (age unk) who was being treated for shortness of breath. The pt was being paced at 66 ppm and 50-60 ma, but the device did not capture the pt's heart rate. The clinicians were able to obtain another device to treat the pt. There was no adverse effect on the pt as a result of the reported malfunction.